Manufacturer narrative:
The patient had a permanent procedure performed on (B)(6) 2019, in which one freedom-8a receiver stimulator (fr8a-rcv-a0) was implanted. The clinical representative cannot confirm that the implant procedure was completed according to the product instructions for use since the clinical representative was not present at the time of the implant. The patient reported receiving therapy. The implanting clinician plans to perform a revision to correct the erosion, and the procedure has not been scheduled. The implanting clinician prescribed antibiotics to prevent infection (dosage, name, and frequency unknown). Based on this information, the device erosion was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the erosion is unknown/no problem found.

Event description:
Stimulator had perforated the skin on the lower leg.